Event description:
Gracce medical was made aware of medwatch report mw5150793 through an email from FDA. The user facility reported "implant was noted to be in an opened package and noticed that the implant was out of its holder and free floating. The team did not open this device. This implant was noted to be open and not used on a patient. The implant was sequestered and a new device in closed packaging was obtained and utilized for the procedure. Rep was notified and will be picking up to return to manufacturer. Grace alto bojrab partial ref 675/lot89587.".

Manufacturer narrative:
Grace medical was made aware of medwatch report mw5150793 through an email from FDA. No product was returned to grace medical for evaluation. The event described does not meet the criteria of a malfunction per the definition in 21 cfr 801. The device is labeled not to be used if the packaging is damaged and the user did not use the device when they noticed the implant was out of its holder. The review of the device history records associated with this device and lot number did not find any nonconformance. Root cause of the packaging failure cannot be determined as the product was not returned for evaluation.